Event description:
It was reported that a question of if the atrial lead placement could be seen on echo. The lead was repositioned approximately a month ago and having a difficult time verifying capture. Atrial capture management (acm) shows high thresholds, patient is pacemaker dependent. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.